Event description:
Rvtip to rvcoil lead impedance warning on (B)(6) 2020. High rv threshold on (B)(6) 2021. Could be due to internal insulation damage causing an low impedance path between rvt and rvr electrode. Also discussed that threshold were high and variable right after generator change and this may be due to connection issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).